Event description:
It was reported that the light blue main body of a minicap transfer set was found to be damaged during peritoneal dialysis therapy. The patient noted leakage of iodine out of the damaged transfer set. The set was replaced to resolve the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The used sample was received for evaluation. Visual inspection and functional testing were performed and identified a cracked main body. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.